Manufacturer narrative:
Results: caster horn assembly.

Event description:
It was reported by service report that the unit's rear wheel gets stuck. There was patient involvement, however no adverse consequences are reported.